Manufacturer narrative:
Two of the four malfunctions provided lot numbers and two lot history reviews were performed. The remaining two lot numbers were not provided. The samples were not returned to the manufacturer for evaluation; however, of the four reported malfunctions, two provided medical records for further review. One of the investigations that provided medical records confirmed for patient-device interaction problem, while the other investigation was inconclusive. The remaining two malfunctions that did not provide a sample, medical records or images were inconclusive for patient-device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. Four events did involved patients with no patient consequences. One patient age is (B)(6) years old, one patient is male, and two patients were female; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the four malfunctions reported, lot numbers were provided for two devices and lot history reviews were performed. The samples were not returned to the manufacturer for evaluation; however, medical records were provided for all four malfunctions and one included images. For one malfunction the investigation is confirmed for perforation. For one malfunction, the investigation is inconclusive for perforation. For another malfunction, the investigation is confirmed for difficult to deploy, detachment, tilt, and perforation. For the last malfunction, the investigation is confirmed for tilt and perforation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. Four events did involved patients with no patient consequences. Two male patients age ranged from 51-54 years old. Of the two female patients, one patient age is 73 years old and one patient age was not provided. For all four patients weight were not provided.